Event description:
It was reported to medtronic neurosurgery that after the implantation operation, the hospital found that the valve was clogged. According to the report, the device was explanted.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, reflex and pre-implantation testing. The valve did not meet the requirements for all of the pressure flow parameters. Proteinaceous debris was found on the interior and exterior of the valve. The instructions for use that accompany the product caution that the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).